Manufacturer narrative:
Product evaluation: no injector (unspecified product) was returned for evaluation for the report of the lens becoming damaged due to the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a damaged intraocular lens due to a broken injector that was used during a procedure. Additional information has been requested.